Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle had presence of foreign material. This is attributed to insufficient cleaning. Other observations for the device: due to a dent on switch (sw) sw1, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; adhesive of objective lens and light guide lens is peeled; indication on scope connector is peeled; forceps channel is shaved; scope cover has peeling; control unit has discoloration; electrical connector has discoloration due to water leakage; and distal end cover (c-cover), connecting tube, protector of universal cord, forceps elevator lever, forceps knob, up/down knob, right/left knob, scope cover, scope connector, universal cord, grip, switch box, control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the reprocessing of the device. Device is reprocessed by cleaning and disinfection. Adhered to the device is not known. It is unknown if there is a possibility of the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: it is not known if there were any abnormalities in the accessories used for reprocessing. It is not known if the air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a switch (sw) sw4 malfunction. There is no reported harm to any patient or healthcare professional. At the facility, inspections are performed for devices prior to use in a procedure. Upon evaluation of the returned device, it was observed that the device nozzle had presence of foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, d10, g3, g6, h2, and h10. No patient information was provided.

Event description:
Addendum feb 17, 2023: the customer reported issue occurred during the middle of a diagnostic medical check-up procedure. The procedure was completed with the same device without any delay. The patient did not need to be given any additional anesthesia. It is not known if the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.